Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was blood at site when sensor was removed. During troubleshooting, customer reported of taking aspirin. Customer mentioned of having low blood glucose of 45 mg/dl which was treated with food. Customer was advised to monitor issue.